Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found damaged battery compartment, damaged (detach) downstream occlusion (dso) seal, scratched lens. The customer reported issue was confirmed/duplicated. The service history review had no indication that the complaint was related to a service of the device within the review period. All defective parts were replaced with new one. The functional testing was performed, and the device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the battery compartment issue". During device evaluation it was found the damaged (detach) downstream occlusion (dso) seal and scratched lens. There was no reported patient involvement.